Event description:
During a daily shift test by hosp personnel, the device would not charge up past 2 joules when 200 joules was selected and the "charge" button pressed. No adverse affects were reported as a result of the alleged malfunction.